Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 924256, lot# 082210715a, product type: accessory. Product ID: 924256, product type: accessory.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the burr hole cover would not seat/click into place during the procedure. Once it did seat into place it did not lock into place and hold the lead properly. The surgeon tried different burr hole covers, rotating them and more. Eventually the surgeon used methylmethacrylate to prevent to burr hole cover from moving. The product was still used in the implant. There was no indication of patient harm, or a prolongation of surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the original burr hole cover that would not lock into place was discarded. It was also reported that neither the manufacturer representative nor the surgeon knew what the cause of the device issue was.